Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). A (B)(6) male pt received 80 ml of optiject 350 (ioversol), injected by an automatic injector at a flow rate of 1.5 ml/sec into the elbow crease for an abdominal scan on (B)(6) 2010. On the same day, the pt experienced injection site extravasation (volume extravasated unk). The pt was given corrective treatment with hydroalcoholic dressing. At the time of the report, the pt had recovered. The reporter evaluated the case as non-serious.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2010. The injector was not evaluated by covidien svc after this event occurred. A preventative maintenance was performed on this unit 7 months later and proper operation was verified.